Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator was failing the flow test. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 08apr2019. The customer troubleshot with technical support. The customer was advised to replace the flow sensor and was provided with part number. Multiple attempts were made to obtain repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.